Event description:
According to available information, this device required replacement due to difficult inflation. The patient didn't cycle device early leading to corporal scarring causing inflation issues. The reservoir was folded over when it was implanted which caused inflation issues as well.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
Titan touch pump, and cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. Partial separations, surrounded by abrasion, were noted on the longer exhaust tube of the pump. These were not sites of leakage. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tubes of cylinder 1 and cylinder 2. A separation, surrounded by abrasion, was noted on the exhaust tube of cylinder 2 near the cylinder strain relief. This is a site of leakage. A separation was noted on the bladder of cylinder 1. This is a site of leakage. The separation has a central groove, indicating contact with sharp instrumentation such as a needle. A group of striations, indicating contact with unshod instrumentation, was noted on the bladder of the reservoir. This is a site of leakage. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the exhaust tubing of cylinder 2. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the bladder of cylinder 1 and bladder of the reservoir occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or after explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was revised due to inflation difficulty. The patient didn't cycle device early leading to corporal scarring causing inflation difficulty issues. The reservoir was folder over when it was implanted causing inflation issues as well.